Event description:
It was reported that during a total gastrectomy procedure, the first clip fell out inside the patient's body when the device was used for the artery. The second clip also fell out. The fallen clips were retrieved and no clips were left inside the patient. The clip was not fed into the jaw properly from the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.